Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jan2020.

Event description:
The customer reported a diagnostic code indicating machine and proximal pressure sensors failed error message. There was no patient involvement.